Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 fell apart out of the box. They opened a new kit to start the case. No delay. No harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/25/2024. An investigation was conducted on 03/28/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact harvesting device. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to close and open the jaws. The jaws remained in an opened state. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0.while the device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released, however, the jaws of the device remained open and would not close. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period, however, the jaws of the device remained open during the evaluation. No additional testing was conducted due to the jaws remaining open. An engineer evaluation was conducted on 14-apr-20204. The thumb toggle on hemopro2 tool was moved to the fully open and fully closed position. There was no movement of the hot and cold jaws, which is not normal. The handle of the complaint hemopro2 tool was opened to investigate what was causing the jaws not to open or close when the thumb toggle is actuated it was found that the tip portion of the guide, actuator spring tw (cv000011120) had broken off and was not connected to the clamp, actuator collar tw (cv000011119). See figures 1, 2, & 3. The tip portion of the guide, actuator spring tw (cv000011120) connects to the clamp, actuator collar tw (cv000011119) to mechanically actuate the jaws open and closed using the thumb toggle. See attached engineer evaluation memo. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "mechanical problem- jaws " was confirmed. A lot history record review was completed for lots 3000364938, 3000362502, and 3000362257 the last 3 lots shipped to the account prior to the event/aware date. For the lot #3000364938. There were no ncmrs, rework, or deviations documented. For the lot 3000362502 and 3000362257. There was a ncmr, rework, or deviations documented for the ship history. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the analyzed failure.

Event description:
N/a.